Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the failing compressor due to it not being able to meet the calibration test. In addition, the fse replaced the drive manifold due to a vacuum leak in the drive system. The fse then performed full preventative maintenance (pm) services, safety, calibration, and functionality checks. The iabp unit passed factory specifications, was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) displayed an "overheat message". This event occurred while the iabp was in use on a patient. No adverse event was reported.